Manufacturer narrative:
D10 concomitant products: cl-915, cl-915 polysorb* 1 vio 90cm gs24 x36, (lot number: a3l1977y) cl-915, cl-915 polysorb* 1 vio 90cm gs24 x36, (lot number: a3l1977y) cl-915, cl-915 polysorb* 1 vio 90cm gs24 x36, (lot number: a3l1977y) cl-915, cl-915 polysorb* 1 vio 90cm gs24 x36, (lot number: a3l1977y) cl-915, cl-915 polysorb* 1 vio 90cm gs24 x36, (lot number: a3l1977y) cl-915, cl-915 polysorb* 1 vio 90cm gs24 x36, (lot number: a3l1977y) cl-915, cl-915 polysorb* 1 vio 90cm gs24 x36, (lot number: a3l1977y) cl-915, cl-915 polysorb* 1 vio 90cm gs24 x36, (lot number: a3l1977y) cl-915, cl-915 polysorb* 1 vio 90cm gs24 x36, (lot number: a3l1977y). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a gynecological laparoscopic procedure, while suturing the uterus, the needle and thread became detached. The device was not treated or hydrated prior to use, and a continuous suture technique was employed. The device had been opened for no more than five hours prior to use. Ten devices with the same product model and lot were involved. The issue was resolved by using another brand of suture to complete the case. No patient complications were reported as a result of this event.

Manufacturer narrative:
Additional information: d4, d9, g3, h3, h6. H3 evaluation summary: medtronic conducted an investigation based upon all information received. Ten representative samples sealed with their appropriate p ackaging were returned. The evaluation found no potentially contributing factors. It was reported that while suturing the uterus, the needle and thread became detached. The reported issue could not be confirmed. The most likely cause could not be identified because no related problem was detected with the device. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.